Event description:
The device was returned for service. During service by baxter, the pump failed the 12-minute accuracy test. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
The facility representative reported ¿when doing rate test, above the limits, 134, 135, 136 and also 105. Cannot get it to go to 125 where it should be per hour. Customer replaced door and lock latch assembly but keeps getting bad readings¿ during bio-med testing.evaluation summary: the pump was evaluated by a baxter service technician. The pump failed the 12-minute accuracy testing but passed the one-hour accuracy testing. The reported condition of the inaccuracy was duplicated and confirmed. The device passed all visual and functional tests prior to customer return. This complaint will be tracked to establish the need for further investigation.